Event description:
The initial attorney report alleged pain, scarring, disfigurement, and unspecified permanent injuries due to defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - repair of incisional hernia with composix kugel mesh. It was reported that postoperatively she developed a small bowel obstruction. On (B)(6) 2005 - repair of incisional hernia. Reportedly, the pt had very thin fascia in the upper abdomen and the sutures had pulled through the abdominal wall fascia producing a recurrent incisional hernia. Composix kugel mesh was placed over the previously placed composix kugel mesh. Postoperatively she went into septic shock requiring vasopressor support in the ICU.

Manufacturer narrative:
The composix kugel mesh implanted on (B)(6) 2005, was reported to the FDA in accordance with (B)(4). Initially, one event was previously reported by the pts' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the info available at this time, no definitive conclusions can be made. This is an obese pt with diabetes who has additional comorbidities of hypertension and congestive heart failure. She has undergone multiple abdominal surgeries. There were no culture reports found in the documentation, nor was there an infectious disease consult found. There was no documentation to suggest infection of the mesh, nor was there an indication that either of the composix kugel meshes was defective. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or eval info is obtained, a f/u MDR will be submitted.